Event description:
14 gauge novolon catheter started 5/14/97 in emergency room. On 5/19/97, while discontinuing, only a portion of the cathether came out of the pt. X-ray confirmed catheter location in left antecubital fossa. Removed by cutdown without complications.